Event description:
Pt was implanted with device in right knee medial compartment in 2004. In july 2005, pt complained of pain in right knee. Intermittent subluxation of device was confirmed. Device was explanted in 2005 during surgical revision.